Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned. Per the instructions of use of the device, pump site skin erosion is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a pocket that was revised due to the skin eroding. The pocket was moved from the back to the front due to the patient being thin.